Event description:
During device replacement procedure, the right ventricular lead was unable to be removed from the devices header. The physician removed the set screw and was able to remove the lead and replace the device. The patient was in stable condition.